Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during peritoneal dialysis therapy. The patient stated that there were no issues found after checking everything before connecting and could determine the location of the leak, whether it occurred due to a hole or cut in the cassette or tubing or loose connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previously submitted (B)(4) date received by manufacturer, which should have been (B)(4) 2018 and not the previously reported (B)(4) 2018. Should additional relevant information become available, a supplemental report will be submitted.